Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that during a case there were issues after registration and draping with the tracking of the non-invasive patient tracker (nipt). The rep suggested trying other ports on the emitter box which did not resolve the issue. The site moved the side emitter and could not get better results. Navigation was aborted but after the case, the resident removed the drape and the system was able to track again. Patient present 10 minute delay and no patient outcome. The suspected cause is likely due to metal interference and the emitter was not placed in the optimal location